Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported ¿the unit turns off by itself after a couple of seconds" issue was verified and determined to be due to burned optics. Low di water level was also noticed. The water level was topped off. The customer chose not to have the repairs done at this time. The system was tested per manufacturer¿s specifications.

Event description:
It was reported that during a procedure using the stonelight laser, as the wattage was increased from 3 to 6, the laser lowered the wattage on its own; when the customer attempted to use the laser, it shut off. The procedure could not be completed and was rescheduled. Patient outcome: "still waiting for rescheduled case to be done". There was no injury to patient reported. Additional information not reported.